Event description:
A (B)(6) female pt's husband contacted zoll customer support to report that the belt connector on the monitor was damaged. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (broken monitor case) has been confirmed. Upon evaluation, the belt receptacle was broken from the monitor case, which caused j1001 (trunk cable connector) to partially detach. The root cause for the damaged belt receptacle and connector cannot be positively identified but is likely excessive force at the belt connector while the electrode belt was attached. No adverse event resulted from defective monitor belt connector. The pt received a replacement monitor.